Manufacturer narrative:
The products were not returned to medtronic. (B)(4). Title: valve-in-valve-in-valve: treating endocarditis of a transcatheter heart valve authors: caroline nguyen md; adrian p. Cheong, md; dominique himbert, md journal citation: catheterization and cardiovascular intervention, feb 23, 2015 doi: 10.1002/ccd.25899.

Manufacturer narrative:
Supplemental submitted to attach literature; no other additions or changes.

Manufacturer narrative:
Conclusion: without return of the product, no definitive conclusions can be drawn regarding the clinical observation(s). Without product serial number(s) no device history records could be pulled for review. The root cause of the regurgitation could not be determined.

Event description:
Medtronic received information that a (B)(6) male patient with severe aortic stenosis underwent a surgical procedure to implant a 29mm stentless bioprosthetic aortic valve (serial unknown). Approximately 12 years later, he was referred for valve regurgitation. As conventional surgery was contraindicated due to his poor general condition and severe chronic obstructive airway disease, he underwent a valve-in-valve transcatheter aortic valve replacement (tavr) with implant of a 31mm transcatheter bioprosthetic valve (serial unknown). One year post-operative, the patient developed infect infective endocarditis (ie) due to (B)(6) . A trans-esophageal echocardiogram demonstrated severe intra-prosthetic aortic regurgitation (ar) and cusp prolapse. Under antibiotic treatment, the clinical course was initially favorable, however due to severe ar, the patient became hemodynamically unstable, with low blood pressure, congestive heart failure, and cardio-renal syndrome. After five weeks of antibiotic therapy, as the patient was in a short-term life threatening condition and deemed inoperable by the heart team, the patient underwent a valve-in-valve-in-valve tavr, with successful implant of another 31mm transcatheter bioprosthetic valve (serial unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.